Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) defibrillation lead exhibited high thresholds. While the defibrillation coils remain in use, the pace/sense portion of the lead was capped; an existing rv non-defibrillation lead already present within the patient was uncapped to provide pace/sense functionality. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.